Event description:
It was reported that since (B)(6) 2014 the patient, implanted in 1998, had hearing performance problems with concerned cochlear implant and heard noises with it. The patient was not able to use his device for the last 2 weeks as he felt it to be too loud and painful.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.